Manufacturer narrative:
Evaluation: the device was returned in an opened and used condition. During our investigation, we confirmed the most distal 3.5cm in length of the sheath material had separated. At this time, we are not sure why the sheath material separated. Our identification label does state that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. We will continue to monitor for similar situations.

Event description:
An iliac angioplasty was being performed. During removal of the catheter sheath at completion of the difficult access angio procedure, the sheath broke off leaving a 2cm section of the sheath still in the pt's iliac artery. The pt was taken to the o.r. To have a surgical cut down and removal of the remaining tip. The pt was doing well at discharge.